Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) produced a service code 102 (charge profile fault). The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor produced a service code 102, charge profile fault. An open r45 resistor on the ca board caused the code 102. The positive and negative leads were lifted on high-voltage capacitor c20 causing an open on resistor r45. The root cause for the lifted leads on c20 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. No adverse event resulted from the broken lead on c20. The last pt to use this monitor did not report any deficiencies.